Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual instructs users to return any damaged components to heartware. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the led display of a patient's controller was not displaying all the digits anymore.  An image was provided that appears to confirm the reported event with multiple un-illuminated pixels in the text.  The site further reported that the device had not been dropped.  The device was exchanged with no reported patient consequence.

Manufacturer narrative:
The reported event of a faulty display on the returned controller could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. The liquid crystal display (lcd) performed as expected. Additionally, the leds were all functional. As a result, the reported event could not be confirmed; the device passed visual and functional testing. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.